Event description:
The lay user/patient contacted animas on (B)(6) 2012 to confirm pump delivering correctly. The patient informed customer support that on (B)(6) 2012 sometime between 12pm and 2pm she may have "passed out". The patient reported that she only recalled "waking up on the floor" feeling weak. The patient did not recall what her blood glucose (bg) was at the time; however, claimed her bg came back up (result not provided) after she ate something. The patient stated she did not recall feeling shaky, sweaty or having a headache prior to "passing out". No additional syncopal episodes were reported by the patient and she confirmed she continued on the pump after the incident occurred. On (B)(6) 2012, the patient also reported going to the ER (unrelated to diabetes) due to a reaction (legs swelling and a raised red rash all over the lower extremities) she had to a medication (antibiotic) she was taking for a kidney infection. At the time of the ER visit, the patient informed the hcp of the incident a week prior and stated that her hcp told her he/she thought that either her blood glucose meter was not reading correctly or the pump not delivering correctly. At the time of troubleshooting, the patient confirmed all pump settings including the date and time were correct. Review of pump history indicated tdd (total daily delivery), basal and bolus was delivering and calculated correctly. The patient confirmed no abnormal boluses in the history and all boluses were completed. The patient also confirmed basal delivered correctly and at programmed times. While disconnected the patient confirmed she was able to prime and fill cannula correctly. Animas customer support noted no malfunction of the device was found at the time of troubleshooting. Although troubleshooting did not reveal a malfunction of the device, this complaint is being reported because, the patient reported "passing out" while on insulin pump therapy. It is not known if the patient's syncopal episode was related to a high or low blood glucose.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.